Event description:
It was reported that an ilet device experienced screen bezel separation consistent with a loss or failure of bonding at the display, and the user taped the unit together and continued use without injury. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a photo of the damage. Investigation of this case revealed a stress-related problem affecting the display assembly, aligning with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.